Manufacturer narrative:
Investigation summary it has been received 1 picture for investigation. On visual inspection of the sample received it can be observed 2 syringes of 100ml with broken tips and 2 syringes of 100ml with broken barrel flags. DHR of lot 1707200 has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. It is unlikely that these barrels were cracked during manufacturing process since this product is packaged manually and visual inspection is done 100% to every blister. Since no incidence has been found during manufacturing process related to this defect a definitive root cause cannot be determined. The areas where pieces run in manufacturing clean area are protected and soften to avoid damage on the product. The incident is reported to area manager. Investigation conclusion defect: damaged product ¿ damaged/broken barrel. It has been received 1 picture for investigation. On visual inspection of the sample received it can be observed 2 syringes of 100ml with broken tips and 2 syringes of 100ml with broken barrel flags. DHR of lot 1707200 has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-301, jg-302, jg-303 and jg-304). Process visual inspection printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift assembly 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging 100%. It is unlikely that these barrels were cracked during manufacturing process since this product is packaged manually and visual inspection is done 100% to every blister. Since no incidence has been found during manufacturing process related to this defect a definitive root cause cannot be determined. The areas where pieces run in manufacturing clean area are protected and soften to avoid damage on the product. The incident is reported to area manager. Root cause description it is unlikely that these barrels were cracked during manufacturing process since this product is packaged manually and visual inspection is done 100% to every blister. Since no incidence has been found during manufacturing process related to this defect a definitive root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak syringe was found cracked before use. There was no report of injury or medical intervention needed.